Event description:
It was reported that immediately on use of this tracheostomy tube, the cuff began leaking. A back up device was used to replace. No adverse patient effects were reported.

Manufacturer narrative:
One tracheostomy tube was returned for evaluation. Device underwent functional testing to detect for leaks. Unit was inflated and subsequently submerged under water and observed for ten seconds. It was noted to be well inflated with no leakage occurring. Additionally, the balloon was squeezed and the airway line was moved back and forth; no leakage was detected. The reported customer complaint was unable to be confirmed. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.